Event description:
In 2005, the pt presented with a pseudo aneurysm in the thoracic aorta as a result of a motor vehicle accident. A gore tag thoracic endoprosthesis was implanted. Follow-up imaging revealed the pseudo aneurysm to be present at the proximal end of the device. The following month, a re-intervention took place; an additional gore tag thoracic endoprosthesis was implanted, intentionally covering the left subclavian artery. Follow-up imaging taken in 2006 showed the pseudo aneurysm to be occluded with no evidence of an endoleak. The pt was doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.